Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had a virus and was hospitalized for four days due to high blood glucose levels and diabetic ketoacidosis. Reportedly, pump was not the cause for hospitalization and is working as expected. Customer was treated with intravenous fluids, antibiotics, and an insulin drip.